Event description:
The manufacturer received information eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), liver disease/toxicity, lung disease. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's, the patient alleged that eye irritation, nose irritation, respiratory tract irritation, asthma (new or worsening), liver disease/toxicity, lung disease. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were six errors found and no secondary findings were observed. The manufacturer's service center concludes that they couldn¿t confirm the customer's allegation. Box d and box h were updated in this report.